Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that the customer was hospitalized on (B)(6) 2017 due to high blood glucose. The customer¿s blood glucose level at the time of admission was 615 mg/dl. They were treated with insulin drip. They were wearing the insulin pump at the time of the hospitalization. Their current blood glucose level was 273 mg/dl. Troubleshooting was performed and insulin exited without incident. They were advised to monitor the insulin pump. The device will not be returned for analysis.